Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens implanted in patient¿s left eye was removed intraoperatively due to haptic damage during delivery. Incision was enlarged to remove the lens; however, suture was not required at completion of case. A backup lens was implanted with no issues. Additional information has been requested but has not been received.

Manufacturer narrative:
The lens was returned for analysis. Visual inspection found lens in two pieces. The optic was cut or torn in half. One haptic was torn off and missing. Cause of damage could not be determined. Functional testing could not be performed due to the damage. The device history record (DHR) was reviewed and there were no discrepancies or anomalies that relate to the reported issue. Based on the information available, the root cause of the reported event could not be conclusively determined. However, user related factors, such as loading or handling techniques and/or procedural factors, such as lens and inserter interaction, might have contributed to the event.